Manufacturer narrative:
Correction and additional information - related manufacturer reference number was missed in initial report and is corrected in this report.

Event description:
Related manufacturer reference number: 2938836-2019-05796.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Upon interrogation, multiple automatic mode switch episodes (ams) due to noise on the right atrial lead was noted on an electrogram. A ventricular autocapture test was performed but was unable to be completed in unipolar and bipolar configuration. Hence autocapture was not recommended and manual ventricular capture threshold test was performed, and it was noted that the threshold measurements were normal. Programming changes were made. The merlin session records were unavailable from the programmer. The patient was stable throughout and will continue to be monitored.